Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. During the procedure, on 80 percent, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 2-3mm on the left-coronary cusp (lcc). The valve was able to be implanted successfully at a depth of 2-3mm. An incomplete stent opening (iso) was observed and a post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. During post-bav, the valve migrated up into the sinus of valsalva (sov) and was pulled up into the ascending aorta using a snare. A second 25mm, navitor vision was implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported to be discharged.